Event description:
Caller indicated the relion micro was giving variable results. In 2009 @ 12:20 reading of 26 (orange juice given), @ 12:39 reading of 336, @ 12:56 reading of 110, @ 1:09 393, ems called - when arrived reading of 36.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.